Manufacturer narrative:
The reported disassembly was confirmed by a manufacturer repair technician during device evaluation. Upon disassembly, it was determined that the td ost was broken off, which can be caused by impact or a material integrity issue.

Event description:
It was reported that during setup prior to a surgical procedure at the user facility the bracket on the head of the device disassembled. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during setup prior to a surgical procedure at the user facility the bracket on the head of the device disassembled. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.